Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not replicate the reported malfunction. Further investigation into the system error logs revealed an error 25, referring to a battery failure in battery powered generators. However, testing of the battery charger boards and batteries found them to be functioning normally. No further issues were reported. A full system check-out was performed and the system passed all tests. The imaging system was returned to the customer.

Event description:
A site representative reported that, during a spinal fusion case, the imaging system was not responding to attempts at taking 2d images. A beeping noise was heard while the hand switch was being pressed, but no images were being taken. The system was rebooted and two images were taken. The system was then unable to take a third image. A second system reboot was performed and the issue was resolved. The case proceeded without incident, and no patient impact was reported. The length of delay to the case because of this malfunction was 10 minutes. No additional information was provided.